Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue of air in line was not reproduced. The device was tested on the flow line using the ultrasonic sensor (us) air test and passed. A review of the event history log revealed multiple occurrences of air-in-line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream sensor calibration values were out of specification. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.